Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the advantage plus system (lot number 571268, expiration date 07/31/2011). (B)(4)

Event description:
Caller states neonate tested 2.6 mmol/l on the performa system and 6.5 mmol/l on an advantage system. Patient tested 3.8 mmol/l on the performa system and 5.4 mmol/l on an advantage system. Results were obtained within 10 minutes of each other. Patient was on a dextrose IV at the time. No actions taken based on reported results. No adverse event reported. Requested return of suspect device.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous unknown artery. The 15mm x 3.5mm maverick2 balloon catheter was selected and ruptured at 12 atms. The procedure outcome is unknown. No patient complications were reported and the patient's status is good. Additional information was requested and no additional detail is available.